Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product details. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer reported that she performed blood glucose testing with the contour next one meter and obtained a difference of 100 mg/dl between two readings. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.